Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, deflation issues occurred. The lesion being treated was located in the mildly calcified, 70% stenosed proximal left anterior descending (lad) artery. The vessel was pre dilated with a 2.5 x 15mm balloon. A luge guide wire and fl 4.0 wiseguide catheter were used. The physician deployed a taxus express2 3.00 x 32 mm drug eluting stent to 12 atms for 30 seconds. As the physician pulled negative on the indeflator, the balloon did not deflate as expected. The balloon slowly deflated over a period of 40 - 45 seconds. The procedure was completed successfully and no pt complications were reported. The pt's status is reported as good.